Event description:
Event description cpi received information that x-ray showed this sweet tip bipolar lead (4269 247604) had dislodged after it had been implanted -12 hours post implant. They performed an invasive procedure and repositioned the lead. The lead (4269) remains implanted, and active.